Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. The patient age was reported to be over 18 years. According to the complainant, the balloon failed to maintain pressure on the first attempt to inflate. The pressure would not increase over 10 atm. The balloon was then removed and tested outside the patient. During the testing, a pinhole was noted in the balloon material. The physician completed the procedure with another uromax balloon with no complications and the patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. The device was returned with the balloon material fully deflated. A visual and tactile analysis of the catheter shaft revealed no defects. A functional analysis revealed that the balloon could not be inflated to its rated burst pressure (rbp) due to a pinhole located 15 mm distal to the proximal transition zone. Operational context contributed to this event.